Manufacturer narrative:
Concomitant medical product: 407645 lead implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an svc (superior vena cava) impedance alert was triggered for the right ventricular (rv) lead due to high/undefined svc coil impedance. A possible svc coil fracture was suspected. The svc alerts were programmed off. Additionally, an alert for high/undefined rv coil and svc coil impedances had triggered a few days later. The rv lead remains in use as the physician decides course of action. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.